Event description:
The customer reported etoposide leaked from the pump segment during a 24 hour infusion. Reportedly the device alarmed for air-in-line 14 times in 12 hours (prior to the leak). There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.